Event description:
A customer contacted beckman coulter inc. (Bci) stating that an operator cut her finger while opening a glass ampule, wearing gloves. The operator washed her finger with alcohol and covered it with a band-aid.

Manufacturer narrative:
No other information is available for this event.